Event description:
It was reported to medtronic minimed that the customer stated he had experienced problems with his medtronic minimed 780g insulin pump and guardian 4 continuous glucose monitoring (cgm) sensor. The customer reported that his insulin pump and continuous glucose monitoring sensor had failed. All components had been replaced, but the same issues continued to occur, resulting in unregulated blood glucose levels. The issues were identified as involving the sensor, transmitter, and pump. The customer reported that he was currently using a system that was not operating as specified or as described, and expressed concern that this could be detrimental to his life and health. The customer reported a blood glucose value of 50 mg/dl for the low blood glucose, and the blood glucose value was 350 mg/dl for the high blood glucose. The customer experienced hypoglycemia and hyperglycemia. The event involved product(s) mmt-7841zn, mmt-342, mmt-7040a, mmt-1884, and mmt-442ag. Troubleshooting was not performed. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-342, mmt-7040a, mmt-1884, and mmt-442ag.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.